Event description:
It was reported that the patient noticed over the last few days that her implantable neurostimulator (ins) had been becoming increasingly warm. The patient called the health care professional on (B)(6) 2014 and was directed to turn the neurostimulator off. It was noted that the patient was afraid she may have an infection as the ins site was red and pink which she noticed probably on (B)(6) 2014. It was noted that the patient did mention redness to the health care professional. It was noted that the ins site was still warm but not as warm as when she had the ins on. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v976346, implanted: (B)(6) 2014, product type: lead; product ID 3888-45, lot# va03lvw, implanted: (B)(6) 2013, product type: lead; product ID 3487a-56, lot# va048dn, implanted: (B)(6) 2013, product type: lead; product ID 3888-45, lot# va03lvw, implanted: (B)(6) 2013, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment with the professional on (B)(6) 2014. It was noted that the patient complained of pain at the generator site. No drainage was noted but some redness. The patient had been experiencing the pain for 2 weeks and noted that the onset of pain was gradually over time. The pain was described as intermittent and hot-burning. It was noted that at its worse, the patient was 8/10. At the time, the patient described the pain as 7/10 on a pain scale of 0-10. It was noted that the patient had no peripheral neuropathy pain of the hands and feet. On the day of the appointment, the patient noted that over the prior 4 or 5 days, she had increased redness around the area of her incision. It was noted that the redness did not involve the pump pocket and it did not go medially. It had progressed laterally and continued to be increasing laterally. It was noted that it was not related to charging or use of the stimulator. The reporter noted that the redness was laterally but the pocket itself did not appear to be involved and did not appear to be highly purulent. It was noted that the patient was two months po st-operative. The reporter noted that inspection of the lumbar spine revealed signs of inflammation and a scar. There was redness over the generator pocket and there was erythema going laterally in the area of the skin. Palpation of the lumbar facet and over the lumbar intervertebral spaces (discs) revealed no pain. It was noted that the patient was getting good coverage at the time. The reporter noted that the patient appeared to have developed a cutaneous cellulitis adjacent to the incision. It was somewhat delayed and the pocket did not appear to be infected. There was no traveling medial of the infection to the area of the spinal incision. Clindamycin at 450 mg by mouth 3 times a day was started and the patient was to follow-up in one week to review the improvement of the incision. The pocket was not aspirated to minimize the risk of contamination of the pocket. It was further reported that the patient had an appointment on (B)(6) 2014. It was noted that on the day of the appointment, the patient noted that there was more swelling in the area of the infection but some of the skin looked better. It was noted that the patient's pain at its worst was 10/10 and was at 8/10 at the time on a pain scale of 0-10. It was noted that the generator incision had some bulbous formation and fluid palpable at the incision as well as in the generator pocket. It was noted that there was no drainage and the skin was no longer erythematous. There was some mild erythema around the incision adjacent to the apparent fluid collection. The reporter noted that the cellulitis appeared to be resolving. The patient appeared to have a seroma and perhaps a pocket infection. It was noted that the clindamycin would be continued. The incision was aspirated on the day of the appointment and sent for culture. It was noted that about 35 cc of serosanguineous fluid was aspirated. No odor was noted and it did not appear purulent. The fluid was sent for culture. The site felt and looked better and the antibiotics would be continued. The patient would be seen in five days for follow-up or sooner if necessary. It was further reported that the onset of the infection was on (B)(6) 2014 and perioperative antibiotics were administered. It was noted that the patient did not have meningitis. The reporter noted that there was seroma at the end of the incision over the pocket and that there was aspiration fluid from the incision. The type of organism cultured was unknown. Treatment instituted for infection included oral antibiotics. The reporter noted that patient outcome included a resolved infection. It was further noted that the patient had an appointment on (B)(6) 2014. It was noted that the patient's pain was at 6/10 on a pain scale of 0-10. The patient was at the appointment for an incisional area check and the incisions looked good and the stitches intact. Inspection of the lumbar spine revealed no signs of inflammation and the incisions looked good. The cellulitis resolved and the incision was clean, dry and intact. It was noted that the infection was related to the rheumatoid medicines and that the rheumatoid medicines would be stopped for one month prior to the patient's next implant. It was noted that the patient now noticed how much pain relief she was getting from the device. It was noted that the patient would follow-up in three weeks.